Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 50ml ll tip 1ml was damaged and caused the syringe to slip off. The following information was provided by the initial reporter: material no.: 309653 batch no.: 0079884. It was reported that the syringes do not leur-lok onto customers crrt dialysis/replacement bags when adding electrolytes. They either continue to spin, slip off the thread, and is noted that when attempting to lock on, you can see a flex or expansion of the end of the tip which causes it to slip off the attachment. Incident details: we have new bd 50ml leur-lok syringes with new grey labeling. These syringes do not leur-lok onto our crrt dialysis/replacement bags when we are adding electrolytes. They either continue to spin when attempting to twist on, slip off the thread, and it is noted that when attempting to lock on, you can see a flex or expansion of the end of the leur-lok tip which causes it to slip off the attachment. Frequency of problem: recurring.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 1/5/2021 h.6. Investigation: a device history record review was completed by our quality engineer team for provided lot number 79884. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Two samples were received. They came in opened packaging blister. Visual inspection was performed. No defects or imperfections were observed. Based on the investigation results, an exact cause for this incident could not be identified. See h.10.

Event description:
It was reported that syringe 50ml ll tip 1ml was damaged and caused the syringe to slip off. The following information was provided by the initial reporter: material no.: 309653 batch no.: 0079884 it was reported that the syringes do not leur-lok onto customers crrt dialysis/replacement bags when adding electrolytes. They either continue to spin, slip off the thread, and is noted that when attempting to lock on, you can see a flex or expansion of the end of the tip which causes it to slip off the attachment. Incident details: we have new bd 50ml leur-lok syringes with new grey labeling. These syringes do not leur-lok onto our crrt dialysis/replacement bags when we are adding electrolytes. They either continue to spin when attempting to twist on, slip off the thread, and it is noted that when attempting to lock on, you can see a flex or expansion of the end of the leur-lok tip which causes it to slip off the attachment. Frequency of problem: recurring.